Event description:
Provider requested an ultra clip to control bleeding, the package was opened appropriately and given to the tech. The clip was inserted into the biopsy port and advanced through the scope. When the provider asked for the clip to be opened the tech was unable to open the clip while doing the "throw". Provider instructed the tech to deploy the clip. The equipment was removed from the scope and placed in the package.